Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 25, alarm 1, and alarm 19) occurred during pumping and the load process. Additionally, multiple cartridge change errors occurred. Customer's blood glucose ranged from 80-85 mg/dl. The cartridge was reloaded to address the event.